Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, the device was unable to be interrogated. Further information was requested but not yet available. The patient was in stable condition.

Event description:
Additional information received indicated the issue was resolved by reprogramming the device.